Manufacturer narrative:
Date of event: exact date unknown, event occurred over a year ago from the date the manufacturer became aware of the event. Explant date: (B)(6). Additional suspect medical device components involved in the event: product family: scs- linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18116035/18116035.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith effort.